Manufacturer narrative:
Upon reassessment of the reported event we have determined that this is a duplicate that was previously reported under 17030319-17030321. The initial report for 17040235-17040237 should be voided.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection. Revision njr number: (B)(4). Bmi: 34 primary asa: p2 - mild disease not incapacitating.